Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit cannot switch to ac power after transfer and continued to use battery. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1(event site country, site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10 it was reported that the cardiosave intra-aortic balloon pump (iabp) unit cannot switched to ac power after transfer. A getinge field service engineer (fse) stated, user reported that the machine could not connect to ac power and kept on using battery. Engineer checked and found that the console release latch was stuck and could not return to its original position after sliding the console into the cart to lock the console. After lubricating the latch, the latch could return and retract to its position to lock the console in place. The console was then able to connect to ac power. Functional check was performed and passed. Machine was able to operation in ac and battery. The machine was then returned to customer for clinical use. Event occurred during use, but there was no patient harm or injury reported.

Event description:
N/a